Event description:
Caller reported a malfunction on the pump, and no notable events occurred prior to this. It was unknown or not disclosed whether the issue affected the customer's blood glucose levels. Technical support provided instructions for resetting the pump and assisted the caller in doing so. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue reappeared.